Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic during follow-up, far r-wave oversensing was observed. The issue was resolved after a programming change was made.